Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2019 that on (B)(6) 2019, there was an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter and an adverse event. The sensor was inserted into the abdomen on (B)(6) 2019. It was reported that the patient woke up sweaty and nauseous while the cgm displayed either 6.2 or 7.2 mmol/l and when the patient's bg was tested, that it was at 30.2 mmol/l. They stated that they attempted to treat the hypoglycemic event by increasing their insulin by 80% and that the patient entered diabetic ketoacidosis. No additional information regarding treatment or additional medical intervention was provided. No data was provided for evaluation. The complaint confirmation and root cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional event or patient information is available.